Event description:
It was reported the patient lost stimulation coverage following a car accident and the leads have migrated. The sjm representative reprogrammed the patient with partial coverage. Patient will use the system to determine if the stimulation coverage is effective. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.